Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 9/14/2017, device returned to manufacturer? Yes. Device evaluation: the lens was returned cut in three pieces which could be a result of the explant process. Due to the condition of the lens, it could not be re-measured. However, it was confirmed that the diopter measurement was correct based on available documentation. The reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: the customer was not satisfied with the far vision 3 months post-operative. The eye affected was the right eye. The patient did not have any contributing medical history. There was no capsule tear. The incision was enlarged, and a suture was used. There was no other serious patient injury. The following sections have been updated accordingly: date of birth: (B)(6), sex/gender: male. If implanted; give date: (B)(6) 2017. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The date of onset was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted as the patient was not satisfied with his/her far vision. The iol was replaced with an iol of the same model but different diopter. No additional information was provided to abbott medical optics.